Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate (turp), as the physician was activating the olympus resection electrode to cut the patient, sparks emitted from the cable at the proximal end, near the non-olympus electrosurgical generator. The sparks were quickly extinguished, and there was no user or patient injury; the patient had not been cut yet. The procedure was delayed while a replacement cable was obtained, then completed with no further complications.

Manufacturer narrative:
The cable referenced in this report was returned to olympus for investigation. The investigation confirmed that the cable detached in two pieces at the electrosurgical connector end due to excessive force. Both ends of the cable showed evidence of thermal damage, likely due to arching from the electrosurgical generator output. The cause of the user's experience cannot be conclusively determined; however, based upon the condition of the device, user handling likely contributed to the reported event. This report is being filed as an MDR in an abundance of caution.